Event description:
The customer reported that a 50 ml bag of heparin infused within 30-45 minutes. Heparin 50 units/ 100ml of 0.45 nss was intended to infuse at 0.5ml/hr and was reported to have been hung as a secondary piggyback. Additional monitoring, unspecified lab work, and administration of additional unspecified medication were required; no details were provided. The pump module was noted to have missing/damaged sears. Although requested, no further pt or event info was provided.

Manufacturer narrative:
(B)(4). The device has been received and an eval is pending. A follow up report will be submitted once the eval is completed.